Event description:
Allegedly disassociated.

Manufacturer narrative:
Investigation is not complete. Additonal information has been requested from the user facility and the surgeon. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Event device code is addressed in the package insert. This report will be amended when the investigation is complete.